Manufacturer narrative:
Literature article: current techniques to treat pathologic perforator veins (j vasc surg: venous and endovenous techniques journal of vascular surgery: venous and lymphatic disorders volume 5, number 2 ozsvath et al march 2017 venous and lym dis 2017;5:293-6.). Http://doi.org/10.1016/j.jvsv.2016.10.085.

Event description:
A study was conducted to compare current techniques to treat pathologic perforator veins. One of the techniques observed was radiofrequency ablation of refluxing perforator veins in the lower extremity using a rf stylet. A sample of results from the technique were presented in the study. Complications included; neurapraxia, 0.6%, chemical ulcer, 0.6%, dvt, 0.6%, phlebitis, 0.6%, cellulitis, 0.6%.